Manufacturer narrative:
Product analysis: analysis was able to confirm the reported printer issue; the printer tray was missing the handle. Analysis also noted that the power cord bay latch was broken and the stylus tip was cracked. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display was not working properly. It was further reported that the programmer's printer had a damaged case, resulting in an inability to print properly. There was no patient involvement.